Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device history log showed that the device lost ECG signal for 23 seconds. The event electrodes were not returned for evaluation as part of this investigation. The customer returned two therapy cables with the unit since they were unsure which one was used with the device at the time of the reported event. One of the returned cables was observed to intermittently display similar results to the customer report. The cable was replaced although we cannot firmly establish it was used with the device at the time of the event the device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a 60-70 male pt weighing approx (B)(6)pounds, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.